Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). One used transfer set was received with a cap on the spike, but no cap on patient connector. The transfer set was tested underwater with a leak noted from a cut approximately 2 and 1/4 inches from the sleeve in the closed position. This report was confirmed for a leak. A batch review was not performed because the lot information was unknown. Based on the information obtained from baxter's investigation, the root cause of this report was not determined. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A nurse reported to baxter (B)(4) that a leak was found from the tubing of a transfer set. The nurse reported the transfer set had been used by the patient for (B)(6). There was no patient injury or medical intervention.